Event description:
Follow-up identified the patient's pain issue has resolved following the procedure.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient was enrolled in a clinical study. It was reported (B)(6) the patient's ipg had migrated, which resulted in pain at the ipg site. Subsequently, the patient underwent surgical intervention on (B)(6) 2018 during which the ipg was relocated and placed deeper than the original placement.